Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was turned off and electrode disconnected due to noise from the patient's left ventricular assist device (lvad). Per the field, the patient will be receiving a transvenous defibrillator in the upcoming months, and their s-ICD system will be taken out at that time. For now, device therapy is off. No adverse patient effects were reported.